Event description:
Patient was hospitalized with an infection in 2003. Patient underwent a anterior tibial tendon repair in 2003 and the 5.0mmti twinfix anchor was implanted. Or supervisor stated that the patient was hospitalized for an infection 13 days later. The patient was treated with antibiotics and released. The patient is presently being treated at home with antibiotics. Supervisor also stated that they did determine the cause of this infection to be improper post operative care by the patient.